Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hestrectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown and the genital haemorrhage had resolved. The reporter considered fallopian tube perforation and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: newly added event- genital bleeding, product indication and essure insertion date were updated, consumer address were updated and birth date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of fallopian tubes") in a female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2018. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.